Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a replacement surgery, the surgeon noticed that the lead insulation had peeled away from the wire. The patient then ended up undergoing a full revision. The suspect device has not been received by product analysis to date. Additional information received noting that excessive force was not used during the surgery and the pocket was scarred in and calcified. The lead was not cut during the surgery, and historical diagnostics have been within normal limits. Device history records for the lead were reviewed. The lead passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.

Event description:
Additional information received noting that the explanted devices were discarded.